Event description:
It was reported that balloon burst occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). A 7.0 mm x 100 mm, 135 cm ranger drug-coated balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst before it was inflated to the rated burst pressure (rbp). The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 14 atm with no leaks or issues noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). A 7.0 mm x 100 mm, 135 cm ranger drug-coated balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst before it was inflated to the rated burst pressure (rbp). The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient was stable post-procedure.